Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between july 16, 2020 and july 17, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed which revealed a leak between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however. The most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing and incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unknown location. This issue was identified after filling, prior to patient use. There was no patient involvement. No additional information is available.